Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID: 85 96sc, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 20-dec-2007, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 23-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen (concentration and dose unknown) via an implanted pump for intractable spasticity. It was reported the event/difficulty occurred on (B)(6) 2019 during normal use. It was further reported the patient went to the hospital and the hcp did a side port aspiration and was unable to pull cerebrospinal fluid (csf) from the side port on (B)(6) 2019. The hcp also tapped the refill port on (B)(6) 2019 and found that there was no medication in the pump. According to the hcp the printout (session data report) showed that there should have been 16ml left in the reservoir. No alarms were noted. The patient reported an increase in spasticity and baclofen withdrawal symptoms per the hcp. It was determined that the patient be transferred to the patient¿s regular treating physician on (B)(6) 2019. The patient would be going to surgery on (B)(6) 2019. No environmental/external/patient factors were noted that may have led or contributed to the issue. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). Additional information was received from the rep on (B)(4) 2019 indicated they were concerned the pump was overinfusing and the catheter was also having problems. The rep was in the case on (B)(4) 2019 for a catheter revision and pump replacement. No further complications were reported or anticipated.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on2019-may-15. Logs indicate that the drug being delivered was 2,000 mcg/ml baclofen at 850.1 mcg/day. It was reported that there was supposed to be 16 ml in the pump refill port according to the programmer. There was nothing in the pump refill reservoir port. There was no other troubleshooting done. The catheter was aspirated in surgery on (B)(6) 2019 and it was determined that it was patent and had good csf (cerebral spinal fluid) flow. Once the pump was explanted on the back table we checked the refill port and there was nothing in the refill port. The cause of the empty pump with no alarm, volume discrepancy, and possible overinfusion was not determined. The issue was resolved at the pump was replaced on (B)(6) 2019. The pump was returned to the manufacturer.